Event description:
It was initially reported that the patient was explanted due to an unknown reason. Later, it was reported that the patent was explanted since the patient did not experience seizure control, in addition to causing the patient a lot of discomfort. Later, it was reported that the patient was experiencing pain at the implant site (assumed to mean generator implant site). The cause of the pain was noted to be related to the presence of the vns device. The cause of the lack of efficacy was determined to be due to the patient being a non-responder to vns therapy. No other relevant information has been received to date.